Manufacturer narrative:
(B)(4).

Event description:
Clinical research associate contacted dexcom on behalf of a foreign patient on (B)(6) 2016, to report that the patient experienced an oor error for an unspecified amount of time on (B)(6) 2016. No additional event or patient information is available.